Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on dec 26, 2023 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information allegingdifficulty breathing, shortness of breath, nasal/throat irritation or soreness, headaches, strange odor coming from device, burning/smoke/electrical odor, dizziness abd lightheadedness related to CPAP device's sound abatement foam. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they were able to confirm the device powered on and provided airflow. The manufacturer inspected the device internally and externally, observed dust/dirt and fibrous contamination, inconsistent with sound abatement foam degradation, throughout the device enclosure and airpath, suggesting that it originated from an external source, 3 pieces of foreign teal plastic in the blower box, the blower appeared to have blue streaks consistent with the color of the plastic that was found in the blower box, a fine white contaminant in the device enclosure and blower box, slight black contamination at the blower seal of the blower box is consistent with the keratin contamination, also observed insect remains in the bottom of the device enclosure, evidence of sound abatement foam degradation/ breakdown was not observed in the base unit. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The manufacturer concludes that they were not able directly address the patients symptoms and they did observe contamination in the airpath. There was no evidence of sound abatement foam degradation. The sections b1, b2, d8, d9, h1, h2, h3, h6 have been corrected and updated in this report as follows: section b1 was corrected for adverse event and product problem. (Only the product problem was checked in the previous MDR.) Section b2 was corrected to other serious or important medical events. (Previously, it was blank.) Section h1 was changed from malfunction to serious injury. Section h6 health effects: clinical codes and health effects - impact code was corrected.